Event description:
When the guide catheter was pulled from the packaging, it was noticed there was a kink located close to the tip where it starts to curve. A new device was opened and worked fine (lot # 60096191).